Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one year and one month post cryo ablation procedure, the patient experienced atrial flutter (af). The patient awoke with a high heart rate of around one hundred and twenty beats per minute and this persisted off and on for a few days. The patient was started on an oral anti-arrhythmia medication and eventually underwent a cardioversion. The af was determined to be atypical atrial flutter which was different than the patient's previous underlying atrial fibrillation for which the patient had undergone the initial procedure. The patient is a participant in the stop af pas clinical trial. No patient complications have been reported as a result of this event.